Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062918. The entire length of j tubing (cut in two pieces prior to receipt) was returned and received at abbvie for evaluation. One piece was attached to the click adaptor. Each of the returned components appear well worn. A visual inspection was performed. A knot was observed around the j-tube bolus and a small bezoar was present within the knot. No other damage, defect or irregularity was observed. The probable cause for the knot in the j-tube is due to natural movement in the body. No further evaluation is required. A bezoar is a known complication of a j tube placement. Health effect clinical code of 4581 was chosen to capture the event of a bezoar. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021 a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and a percutaneous endoscopic jejunal tube (j-tube). On (B)(6) 2024 during a gastroscopy, a knot was found at the end of the j tube. The peg and j tubes were removed and replaced and sent for evaluation. On (B)(6) 2024 a return sample evaluation was completed and a bezoar was noted on the j tube.